Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17486, 2017865-2021-17487. It was reported that a patient presented to the clinic on (B)(6) 2021 for a routine in clinic follow up. Upon interrogation of the patient's pacemaker, it was noted that the battery longevity was less than three months to eri despite a previous estimate of three years in (B)(6) 2020. It was also noted that there was a polarity switch to unipolar on the patient's right ventricular lead. Upon further analysis, it was discovered that the patient's right ventricular pacing lead impedance was low and out of range and that the lead had a history of noise. All other parameters were normal and within range. The pacemaker was explanted, the right ventricular lead was capped, and both replaced on (B)(6) 2021. During the procedure, it was also noted that the right atrial lead was fractured and causing a failure to sense. This lead was also capped and replaced. The patient was stable throughout.